Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a clinic and was diagnosed with a infection. The site had purulent discharged. For treatment, the patient was prescribed cephalexin liquid antibiotic at 10 milliliters to take 4 times per day. The pod was worn between 36 and 48 hours on the arm.